Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the technician indicated that the nozzle and objective lens had foreign objects. The identity of the foreign object and why it remained in the device could not be determined. There was no patient involvement.

Manufacturer narrative:
Based on the completed investigation, it was determined that the foreign object was organic silicone. It likely adhered to parts of the device during air or water flushing due to insufficient preliminary cleaning and rinsing of the tubing, as well as inadequate drying due to buttons not being removed during endoscope storage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.